Event description:
It was reported by repair work order that the cot fastening system will not lock the cot into the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.